Event description:
Information was received that when disconnecting a smiths medical (B)(4) custom tube from the iso connector, the iso connector detached from the rest of the cannula leaving no connection for the ventilator. A replacement cannula had to be inserted promptly. No further adverse patient effects were reported.

Manufacturer narrative:
Device evaluation : one customized fixed fome tracheostomy tube was returned for evaluation. Immediate visual inspection detected a yellow tint on the device, which is typical with long term use. Further visual inspection of the device revealed the plastic reinforcement ring was missing from the end of the iso connector area of the silicone neckflange. Additionally, there was evidence of adequate adhesive applied to retain the plastic reinforcement ring within the silicone neck flange. The device instructions for use, states under section 8.0 (cleaning) that "the rotating 15mm connectors can only be removed from pediatric "v" flanges and pediatric flextend connector ends. All other flanges do not have removable rotating connectors. Attempting to remove the rotating or fixed connector in all other products could damage the tube." The returned device does not have a removable rotating connector. Furthermore, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified. Based on the evidence and evaluation, the complaint was confirmed. However, the investigation did not reveal any intrinsic manufacturing defects with the returned device. The investigation also concluded the split shaft was not due to a manufacturing defect, rather a result of user interface.